Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative checked the unit & vyaire medical received the log files for analysis. It was suspected that the inspiration block needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that bellavista 1000 us has technical failure 300 "device in failsafe", technical failure 316 "blower failure" and technical failure 545 ", astepinspvalve value out range, failsafe". There was no information of patient involvement associated from this reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.. The reported issue was not reproduced. No alarm 401 & error 4. Most likely intermittent defect on inspiration valve nt. A vyaire field service representative(fsr) replaced the inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.